Event description:
Complainant alleged that during biomed testing, the device displayed "internal comm failure - 1475," "internal comm failure-1471," "internal comm failure - 1173" messages and would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed "internal comm failure - 1475", "internal comm failure-1471", "internal comm failure - 1173", "internal comm fault- 3470" messages and would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report of "internal comm failure- 1475", "internal comm failure- 1471", "internal comm failure- 1173" and "internal comm fault- 3470" were observed during review of the device data logs. However, the device was put through extensive testing including stress testing and troubleshooting without duplicating the report. An internal inspection found no discrepancies. The customer's report of "intermittent power up" was not replicated or confirmed. The device was put through extensive testing without duplicating the report. Review of the device activity logs did not show any faults that could be associated with customer report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.